Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient experiences twitching and increased tingling in their fingers when the ins gets near 100% while recharging. The ins is charged every day or every other day. The patient used to charge it all the way to 100%, but cannot take it anymore. No further complications were reported/anticipated.